Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri). It was reported that the patient was recently diagnosed with diabetes and the medication changes had increased their heart rate. The sinus node was running around 150 and the patient had received about 15 inappropriate shocks. The device later declared a battery status of end of life (eol). There were concerns about infection with this patient and the physician did not want to replace the device right away. The monitoring voltage was 2.32 volts. Technical services discussed that we guarantee 10 shocks post eri; however, this patient has already exceeded that. Subsequent information indicated that this device was explanted, replaced and returned for normal battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.